Event description:
Device report 3 of 3: reference MFR report: 1627487-2012-07045, 07046. The pt was implanted with four scs trial leads. It was reported the pt experienced bowel and bladder issues couple of days following scs trial implant. The physician pulled out all the leads as the pt required an MRI. The physician did not relate the symptoms to the use of scs system. F/u identified the pt's symptoms have resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.